Event description:
It was reported that a shaft break occurred. A 10/2.50 flextome® cutting balloon® monorail was selected for use. During introduction, when the physician was going in with the device, it was noted that the shaft broke. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. A 10/2.50 flextome® cutting balloon® monorail was selected for use. During introduction, when the physician was going in with the device, it was noted that the shaft broke. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for analysis. The balloon protector cap was not returned for analysis. A visual examination of the device identified that the balloon was tightly wrapped and was not subjected to positive pressure. No issues were noted with the tip or blades of the device. The catheter shaft revealed a hypotube shaft break at 697 mm from the catheter strain relief. The hypotube was also kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).